Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set was connected to an infusion of normal saline via an unspecified gravity set, and a leak was noted just below needle free valve port. There was no report of any patient harm or medical intervention.